Event description:
The customer alleged that one sector was not alarming for any of the parameters as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.